Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4), patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 18mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer torqvue 45x45 delivery sheath. The left atrial appendage occluder (laa) depth was 22mm and there was no pericardial effusion present prior to introduction of the delivery system. During procedure, the left atrial pressure was 4mmhg and 1500ml of fluids were given. The atrial rhythm recorded at start of procedure was premature ventricular contractions exasspartion. The activated clotting levels were 222s and heparin was given. On (B)(6) 2025, the patient had a follow up transesophageal echocardiogram (tee) showed small (1mm) circumferential pericardial effusion (pe) without cardiac tamponade. There was no thrombus and no residual flow. There was no treatment required for pe. The patient will monitored going froward.